Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had pain around the implantable neurostimulator (ins) that had been going on for a little over two we eks. The patient had been in the hospital because they couldn¿t get the pain under control. The pain was preceded by a month-long flare up of nausea. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had a shocking and jolting sensation and several instances of severe shocking pain which started a couple of years prior to the report. The patient described the shocking as electrical pain. She had severe pain that came on suddenly in the summer and she was in the hospital for 28 days due to the shocking pain. One week before the shocking pain, her nausea started to come back. The pain radiated from the device into her body. The hospital tried all kinds of pain killers and the patient ended up on a patient-controlled analgesia (pca) pump with dilaudid. The patient was discharged with no resolution. Her surgeon checked the device, it didn¿t appear to be leaking, the current was going through appropriately, and it appeared to be functioning appropriately. The week prior to the report, the patient started having pain in the upper right chest in addition to the shocking pain. She called her general practitioner and was directed to the emergency room. The patient had tests, and pulmonary embolism and heart issues were ruled out. She was discharged after five days in the hospital. The patient continued to have sporadic shocking pain and intermittent pain in the upper right chest and by the device. The shocking pain was not constant, it came on suddenly, and it was acute, not chronic. The patient couldn¿t correlate the shocking to any activity or exposure. Her physician continued to say the problem was not related to the device. The patient wanted a different physician to give a second opinion. She had gotten a lot of relief from nausea with the device.